Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a supra ventricular tachycardia (svt) episode, and fainted while the device was withholding therapy. The device is still in use. No further patient complications have been reported as a result of this event.